Event description:
Valve thrombosis of the on-x mitral valve prosthesis, an expected adverse event for a mechanical heart valve, and is valve-related per definitions in the aats/sts guidelines. Therefore, it is being reported. Thrombosed valve detected by echo cardiography. The pt died before hospital personnel could get her to the operating room. Inr was 7.0. This is the pt's 3rd thrombosed valve.

Manufacturer narrative:
There was no autopsy performed, therefore, the valve is not available for investigation. A follow-up report to this MDR is not needed.